Event description:
A malfunction alarm was reported for the customer's device, identified as malfunction code 12, but no notable events occurred prior to this. There was no adverse impact to the customer's blood glucose level. The customer was instructed to reset the pump independently, and was advised to contact technical support if the malfunction recurred. No further information was provided regarding any additional actions taken.